Event description:
New 2008t bluestar hemodialysis machines taken out of service due to malfunctioning components. Inpatient dialysis purchased eleven machines from fresenius medical care. 1-year warranty from installation date april 13, 2025, we've been experiencing acid and bicarb pump alarms in several malfunctioning machines. These machines have been taken out of service and repaired under the warranty by fresenius medical care. Fresenius medical care repaired seven malfunctioning components between april-august 2025. Patient code: 4580. Device code: 2280; 3005. Reference reports: mw5175072, mw5175073, mw5175074, mw5175075, mw5175076, mw5175077.